Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead resulting in loss of capture, low r wave sensing, and high defibrillation impedance. The dislodgement was noted via fluoroscopy. The lead was explanted and replaced on (B)(6) 2026. The patient was stable throughout.